Event description:
It was reported there were stimulation/therapy issues. The patient perceived the stimulation as electrical discharge that occurred while sitting and happened in their back at the connection. Electrical shocks resolved quickly after adjusting stimulation. No additional troubleshooting was done and impedances were not measured. Lead migration was excluded and the patient had not done anything that could have provoked a fracture or damage to the stimulator. Stimulation was felt elsewhere on normal amplitude. The system was still implanted and the event was considered resolved. No further action was to be taken.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).